Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-17013. It was reported that remote transmission showed what looked like noise on atrial and ventricular leads. The patient was notified to come in to the clinic for a device check. Oversensing noise was noted. Programming changes were performed. The patient was in stable condition.